Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed his infusion set and their blood glucose level went high. The customer¿s blood glucose level at the time of the incident was 350 mg/dl. The customer¿s current blood glucose level was 450 mg/dl. The customer treated the high blood glucose with the insulin pump. Troubleshooting was performed and insulin exited without incident. The insulin passed the basic occlusion test. While troubleshooting, the customer¿s blood glucose level went down to 410 mg/dl. The customer was advised to monitor his blood glucose. The device will not be returned for analysis.